Event description:
Boston scientific received information that during follow up the left ventricular (lv) lead had high pacing thresholds and was determined to be fractured. The lead was capped, abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.